Manufacturer narrative:
It was reported that a revision surgery was performed due to pain. At time of revision, surgeon found the ceramic liner had broken. The biolox forte head, reflection shell and fragments of biolox forte ceramic liner were returned. A lab analysis conducted during this investigation indicated that a visual inspection through edax noted that the shell shows bone ongrowth in two regions and some scratches on inner surface of the shell. The ceramic head has metal transfer on the outer surfaces from articulation of the head against the inside of the shell after the liner fractured. No material or manufacturing deviations were observed. Our investigation including the review of the complaint history for the listed parts revealed no prior complaints for the listed failure mode with the same batch number. A review of the manufacturing records for the listed batches did not reveal any deviation from the standard manufacturing processes. There is no information that would suggest the devices failed to meet specifications. A relationship, if any, between the devices and the reported incident or adverse event could not be corroborated. No clinical supporting documents were provided to conduct a thorough assessment of the reported issue. Should any additional clinical information be provided this complaint will be re-evaluated. No further investigation is warranted for this complaint; however smith and nephew will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened.

Event description:
It was reported that a revision surgery was performed due to pain. X-ray showed ceramic debri. At time of revision, surgeon found ceramic liner had broken. As much as possible was retrieved. Shell, head and liner debri removed. Shell and liner replaced with a depuy product. New femoral head placed on retained synergy stem.